Manufacturer narrative:
The manufacturer's investigation is currently on-going and further information will be provided when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation concluded that there is the possibility of a dormant fault state in the high dose rate electron (hdre) alarm. This alarm indicates if all the relays are in the wrong state i.e. The attenuators for hdre are in when they should be out. If the cable fails open circuit (e.g. Broken conductor) and there is a second short circuit fault, then there will be no alarm that the system is incorrectly in hdre mode. This issue affects all hdre releases with digital dose boards without rcm (B)(4) (post (B)(4)). The risk assessment concluded that the risk for dose boards without rcm 1067 is within the tolerable region. A product modification to replace all existing hdre customers with the new attenuators that include rcm (B)(4) will be released. It is estimated that it will be released (B)(6) 2014. The risk assessment concluded that the risk for this issue for dose boards without rcm (B)(4) is within the tolerable region.

Event description:
No incident has occurred. An internal design review by the manufacturer has found that a key risk control measure (rcm) may not be present in recent high dose rate electron (hdre) designs.